Manufacturer narrative:
(B)(4).

Event description:
During pump replacement, the drug was removed from the old pump and it was primed through the new pump on the back table. The drug order was called to the nurse in the operating room; the list was bupivacaine 4%, fentanyl 250 mcg, morphine 1 mg and baclofen 200 mcg at 12.6 mg/day. It was thought that the mixture was calculated off of the morphine; however, it should have been the bupivacaine. An hour after the pump was implanted, the pt began having numbness in her legs and couldn't move her legs. The pt also had a decrease in blood pressure. The pump was stopped; the programming error was realized. About 45 minutes after the pump was stopped, the pt began improving. She stayed in the hospital overnight for observation. The next morning the pt was improved and the pump was resumed with the bupivacaine as the first drug at 6.2 mg per day. The pt was discharged to home.